Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 5158158 / 5158537, model/catalog description: infinion cx lead kit, 50cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also reported that patient had irritation and pain at the pocket site. The patient underwent explant procedure and was doing well postoperatively.